Event description:
Report received of a non-delivery of remicade with no pump alarm. The customer could not recall the dose, concentration or rate of the remicade infusion. Approximately 1 hour after the infusion was started, it was noted that there had been no delivery of fluid, and there was no pump alarm. The customer contact reported that the customer removed the tubing from the device and lowered the IV bag below the IV site to check for a blood return. No blood return was noted, and a new IV site was started on the pt. The same tubing was reloaded into the device. It was reported that there was still no delivery occurring, even though the device was incrementing as though fluid was being delivered. The same tubing was used on a different device, and delivery was then initiated without reported problems. The tubing was reportedly correctly aligned within the tubing guide and tubing channel. There was no flattening of the tubing noted. There was no reported adverse effect to the pt.